Event description:
The nurse had initially reported several cases of endophthalmitis. Add'l info received stated that there were three cases reported with pt identifiers. One pt was operated on with this system, before the system was replaced with another. This pt reportedly recovered, with a persistent condition and loss of sight. Add'l info has been requested, but not received to date.

Manufacturer narrative:
The company sales rep went to the facility to review the cleaning and sterilization procedures with the staff. The facility staff is following recommended cleaning and sterilization practices. The root cause of the pt event cannot be determined in this investigation. (For use when the device problem is not known) this report was mailed to FDA on: 10/17/2008.